Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 336 mg/dl. The customer stated that the he wanted to go run to the drugstore on his next break and get some insulin to treat his high blood glucose. The customer was advised to please call us back as soon as possible so that we can troubleshoot. The customer was advised that he may need to do a set change when he gets home. The customer was at work and did not have another set to change. The customer will call back later to continue troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.